Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No error alarm during testing noted. Cracked battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had button issues. The buttons were less responsive. The buttons were hard to press. Customer's blood glucose level was not reported. The device was not returned.